Event description:
Hospital advised that while the pump was being set up to infuse on the patient, the door was opened. The flow stop did not fully close and the administration set started to free flow. The set was not attached to a patient at the time of this event.